Event description:
It was reported that the customer's insulin pump was broken and upon inquiring further, it was discovered that he had been hospitalized with a blood glucose level of 177 mg/dl. Customer stated they had been throwing up and was treating with manual insulin injects. Customer also stated the device had alarmed motor error. Customer advised to disconnect from pump. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 503 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.